Manufacturer narrative:
Occupation: director, respiratory care svcs.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was disconnected from a patient and it was reported the low pressure alarm was not working correctly. However, it was also reported the biomed had not installed the MRI battery. Once the MRI battery was installed, the reporter verified the alarm worked. There were no adverse patient effects.